Event description:
It was reported that during a percutaneous coronary interventional treatment procedure a balloon rupture occurred. Access was gained through the femoral artery. The 90% stenosed lesion being treated was located in the moderately tortuous and severely calcified proximal right coronary artery. The 1.5x15mm apex flex monorail balloon dilatation catheter was advanced to the target lesion when the balloon ruptured at 8-10 atm on the initial inflation. The procedure was completed with a different device. There were no patient complications reported and the patient status is good.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR: as the unit has not been returned, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).